Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional testing of the returned product found the device would not power on in high mode with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the 3rd battery from the power plug of the pack had leaked electrolyte. There did not appear to be damage to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing and/or design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: japan.

Event description:
It was reported that during surgery, the product didn't work in high mode. There was no patient harm/injury. There was no surgical delay. During device evaluation and visual inspection of the interior of the pack found the 3rd battery from the power plug of the pack had leaked electrolyte. Due diligence is complete, no further information is available.